Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an exactamix 4000 ml eva tpn bag leaked. The leak was described as ¿sweating¿; however, the user could not identify the exact location of the leak. The event occurred when the bag was removed from the refrigerator prior to patient use. There was no patient involvement. No additional information is available.